Event description:
It was reported that this lead was explanted on (B)(6) 2026 due to infection and erosion. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).